Event description:
It was reported that the right ventricular lead was explanted due to oversensing, and an apparent lead fracture. No patient complications have been reported as a result of this event. A (B) (4) further alleged the patient suffered physical and other injury as a result of the lead. It further alleged the patient experienced inappropriate and/or excessive shocking, fracture or other injury, sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish. [Patient] suffered physical injuries and various physical manifestations of emotional distress. Lead failure & defective lead also alleged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) proximal conductor was fractured; distal segment was returned for analysis.